Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dialysis catheter was inserted in a patient using the seldinger technique. Following catheter placement, resistance was encountered during removal of the spring wire guide (swg). Upon removal, the swg was observed to be unraveled; however, it was confirmed to have been removed in its entirety from the vessel. There were no reports of patient injury, harm, or adverse health consequences associated with this event.